Manufacturer narrative:
Phone troubleshooting found that the video connection was loose. Biomed was able to correct the loose connection. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension ilogic system had no video display and the physician canceled the superdimension portion of the case. The pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.